Event description:
Additional information was received from the patient. It was reported that the trial worked very well however the permanent implant never worked well for him. Patient stated never got coverage in toes, feet, center/left/right back. Patient stated his injury was due to 80% of his disc exploded which severed the main nerves for his legs. Patient stated the fragments tore into his spinal cord. Patient mentioned in 2000 his appendix ruptured but the ER had a hard time diagnosing him for it because he was not showing major pain due to severed nerves. Patient stated pain pills did not help. Patient stated they did a bunch of tests then later discovered the patient had ruptured appendix during exploratory surgery. Patient stated when they opened him up they found green shaving cream inside and scar tissue formed 2 years prior. Patient stated the scar tissues cause symptoms of no reason, headaches, leg spasms, feeling like nails from his toes to his rectum to ankles. Patient mentioned being on steroids. Patient mentioned he had some better days and some really bad days where he would lay in bed for weeks because his legs felt like lead pipes. Patient stated he used high settings and has 14 leads. Patient stated he keeps stim at a minimum of 4.9. Patient stated he normally charges every day. Patient stated he charged every day and it seemed to be working when their rep programmed him to "the wave". Patient stated it did not shock him when he coughed or laid down like the other type of stimulation. Patient mentioned he could not sweep a broom, put on shoes or get dressed. Patient mentioned he had a wicked scar in the middle of their back from the implant. Patient stated his rep was made aware of therapy issues probably a month after implant and had done a couple reprogramming sessions.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the cause of the shocking issue was due to user error- they were trying to get rid of their pain and cranked it up too much. A representative reset their settings. They noted that the trial was awesome but they were disappointed in the real implant as it couldn't get the pain out of their feet or lower back (it couldn't even dull the pain). The shocking issue was resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's trialing system was fantastic but their permanent ins wasn't working like the trial. They realized that with the "swelling and stuff" they could adjust it everyday because the swelling wasn't going to be right. A representative fine-tuned the ins and the therapy was working for about 2 days. All of a sudden the patient experienced a shocking sensation. They turned the ins off but had the same sensation for 3 days. Their feet felt like they were stinging cold (which they confirmed had been present prior to implant). The patient was told to call the manufacturer for help adjusting stimulation. They communicated with the ins and saw the "low ins battery" message. The patient noted they would call back after charging. No further complications reported.